Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient inserted a contact detach infusion site without connecting the short tubing, after which the agent assisted with a site change and therapy was resumed; the patient experienced hyperglycemia with a reported maximum blood glucose of 400 mg/dl, sustained above 180 mg/dl for about 9 hours, and received device alerts for levels above 300 mg/dl. Symptoms included hyperglycemia without reported ketones or acute complications. Outcomes included no hospitalization, no professional medical intervention, and no need for assistance beyond standard customer support. Investigation included troubleshooting and user education delivered by the agent. Investigation of this case revealed no device alarms or malfunctions and suggested use-related setup error as a plausible contributor, though the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.